Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on july 12, 2012, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2012. Customer reported that he obtained readings of 405 mg/dl, 205 mg/dl, and 194 mg/dl on his accuchek blood glucose monitor and a reading of 194 mg/dl on his autocode blood glucose monitor. Customer indicated all readings were taken within a 10-minute time span. No treatment or adverse event related to these readings was reported. The autocode blood glucose monitor mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).